Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The patient was treated with vancomycin (2 grams, 2 doses, route not reported) and gentamycin (80mg, 2 doses, route not reported) and recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers h13c07061, h13c11048, h13d25038, h13e17016 and h13g17038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).